Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intravenous, discontinued on the same day) for the event. On an unknown date, the patient has recovered from cloudy fluid. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient's pd catheter was removed and the patient was transferred to hemodialysis (twice a week) 28 days after the event onset. On an unknown date, pd therapy was discontinued and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.